Event description:
Customer was hospitalized for high blood glucose and dka. Troublshooting was performed and pump appeared to be operating normally. Occlusion test could not be performed since customer did not have a clamp.